Event description:
Customer responded to patient involved in fire. Patient was in full respiratory arrest when fire department recovered patient on site. The fire department defibrillated the patient six times with their defibrillator but the patient did not convert. Patient was then transfered to the ambulance and connected to subject defibrillator. While transfering patient to the hospital, the patient was shocked four more times. The customer alleges that the ambulance then hit a "bump" and the unit powered down. It was powered on again but it would shut down every time the ambulance hit a "bump". The patient expired. The customer stated that the malfunction did not cause or contribute to patient outcome because of patient condition upon initial arrival. Service representative was unable to duplicated alleged condition. Proper operaton of the device was confirmed.